Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a truetome 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2026. During the procedure, the device was able to cut 2 to3 times, but then no electrosurgical energy was delivered. The cutting wire broke before being fully tensioned during the first use. It was reported that no part of the cutting wire detached and fell into the patient. The customer provided a picture where it was possible to observe the cutting wire was broken and kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable.